Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. The customer reported that the unit was not in use on pt.